Event description:
It was reported that non-sustained rv oversensing episodes were observed. Review of the episodes noted mypotentials oversensing. Reproducing the noise and programming change were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.